Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "(B)(6) 2020 laparoscopic radical resection of sigmoid colon cancer was performed. The right subclavian deep vein puncture was performed and the central venous catheter was implanted for rehydration. On the second day after the operation, it was found that the deep venous catheter and the infusion tube were not firmly connected, and the connection was leakage. At present, there is no adverse effect on the patient, and the indwelling superficial vein infusion should be used instead." The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "on (B)(6) 2020, laparoscopic radical resection of sigmoid colon cancer was performed. The right subclavian deep vein puncture was performed and the central venous catheter was implanted for rehydration. On the second day after the operation, it was found that the deep venous catheter and the infusion tube were not firmly connected, and the connection was leakage. At present, there is no adverse effect on the patient, and the indwelling superficial vein infusion should be used instead." The condition of the patient is reported as "fine".